Event description:
It was reported that guidewire tip detachment occurred. A 035/260 (bx/3) magic torque guidewire was selected for use; however, it was noted that the tip was broken. No patient complications nor injuries were reported.